Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot up. Upon functional testing, the fse checked the system bootup sequence and found software stopped at philips logo page. The fse suspected issue with host pc hard disk or host pc itself was defective. The fse tried to resolve the issue by replacing the host pc hard disk, but issue persisted. The defective host pc was returned for analysis, and it confirmed the defect in cmos battery causing charging issue. To resolve the reported issue, the fse replaced the host pc and reinstall the system software. After replacement and installation of software, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system cannot boot up, stalling at the philips logo. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.